Event description:
A fecal management system was placed on (B)(6) 2020 for liquid stooling. On (B)(6) 2020 the patient had bloody maroon stools. The fecal management system was removed and noted to have 70ml of water in the balloon. The manufacturer instructions for use state do not overfill beyond 45ml of water. The primary provider was notified. Orders were received for a protonix drip, gastrointestinal consult, hemoglobin and hematocrit labs, and to stop the patient's eliquis. The patient was transfused two units of blood on (B)(6) 2020 and two units of blood on (B)(6) 2020. The gastrointestinal consulting team performed a sigmoidoscopy on (B)(6) 2020 and (B)(6) 2020 to place endoclips and inject epinephrine to control the bleeding. On (B)(6) 2020, the patient's blood pressure dropped and was noted to have bleeding from the rectum and a large blood clot. The patient received additional blood products. Gastroenterology was consulted. The patient went to the operating room for a surgical anorectal exam were 2 sutures and gel foam were placed to control the bleeding. The patient continues to be monitored in cvicu. FDA safety report ID# (B)(4).